Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during preparation for a percutaneous peripheral intervention, failure to remove the balloon protector occurred. The target lesion was located in the superficial femoral artery. A 4.00 mm x 1.5 cm x 140 cm small peripheral cutting balloon flextome monorail was then selected to treat the target lesion. During preparation, it was noted that the protective cover of the balloon was unable to be removed. The procedure was not completed as the same device was not available. No patient complications were reported and the patient¿s condition was good. However, device analysis revealed a shaft detachment.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device confirmed a shaft detachment at 24.9 cm from the catheter tip. Stretching was present at the break site. The balloon protector was returned on the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however an attempt was made to remove the protector. It was not possible to remove the balloon protector upon first attempt. The balloon protector was removed during the second attempt with resistance encountered. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).